Event description:
Related manufacturer reference number: 2017865-2022-21343. It was reported that a patient presented in-clinic for a right ventricular (rv) lead and right atrial (ra) lead revision procedure. Prior examination of the patient's ra lead revealed dislodgement, which was seen through x-ray imaging. Additionally, the ra lead was found to have far r wave over-sensing and inappropriate automatic mode switch. The rv lead had a known lead fracture, and no electrical issues were reported on the rv lead. The ra was capped and replaced. The rv lead was unable to be removed due to patient anatomy, but was revised and replaced. These procedures occurred on (B)(6) 2022. The patient was stable throughout.